Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a loss of connection was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was the transmitter and app were unable to establish a connection.